Manufacturer narrative:
Device evaluated by MFR.: the pusher wire, coil and introducer sheath were returned for evaluation. Visual inspection observed that the coil and pusher wire arms were interlocked inside the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The twist lock of the introducer sheath had been opened. The coil and pusher wire were removed from the introducer sheath. The coil was inspected and found to be severely stretched at the proximal end and a slight kink was noted at the middle of the coil. The pusher wire was inspected and no anomaly was noted. Microscopic inspection of the coil zap tip observed no damage. The interlocking arm of the coil was inspected and no anomaly was noted as well. The interlocking of the pusher wire was inspected and no anomaly was noted. The dimensions of the pusher wire and the main coil that could be measured were found to be within specification; however, the number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2016. It was reported that the coil failed to advance. The target area was located in the left internal iliac artery. A 6mm x 20cm interlock¿ was selected for embolization. During procedure, the physician attempted to deliver the coil into an angiographic catheter. The twist lock was fully opened and the physician pushed the coil out at about 5mm; however, the coil stopped advancing. The physician attempted to push the coil outside the catheter but the coil was still unable to advance. The procedure was then completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis noted missing fiber bundles.